Event description:
In 2008, the patient called for assistance with filling his insulin cartridge. He stated that before he called, he had inserted and removed an insulin cartridge from the infusion device and insulin spilled into the cartridge compartment. The pt was hurried and was not able to provide details of the incident. He was able to fill an insulin cartridge and insert it into the infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. The product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.